Manufacturer narrative:
Coaguchek xs serial number is (B)(4). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). At 2:31 pm the meter result was 4.5 inr. At 2:37 pm the meter result was 5.9 inr. At 2:40 pm the meter result was 4.6 inr. The customer's therapeutic range is 2.0-3.0 inr.